Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A technician investigated the device and could reproduce the reported issue. The clamp was returned back to the manufacturer site and results of investigation traced the reported issue to ingress of fluid inside the clamp.

Event description:
During maintenance an s5 erc tubing clamp / 620mm gave an error message and could not be used. There was no patient involvement.